Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# vaoge5e, product type lead; product ID 8840, serial# unknown, product type programmer, physician; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the reporter was told to return a lead to the manufacturer due to an error code. The error code was that it ¿would not communicate.¿ it was noted that the caller was material management with the facility. Additional information received reported that the event occurred in the operating room and the lead did not give any responses on all 4 electrodes. When they used a different lead all the electrodes worked. It was noted that the manufacturer representative tested each electrode multiple times with no response. The health care provider (hcp) placed another lead that gave good responses and the patient was doing well. It was noted that the manufacturer representative did not have the device and that the hospital did and may have returned it.